Event description:
A pk papyrus covered stent system was selected for treatment of a moderately calcified lesion (80 percent stenosis degree) in a moderately tortuous distal lcx, during which a coronary artery perforation type iii occurred. The pk papyrus 3.0/26 was first implanted, but not at the correct position. Therefore, a pk papyrus 3.0/15 was implanted overlapping with the first pk papyrus stent to finally seal the perforation.

Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. The provided clinical information (pk papyrus device registration form) and the product release documentation was reviewed to establish whether a device deficiency contributed to this event. Review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. The treating physician rated the outcome as non-device- and non-procedure-related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.